Event description:
Customer called and reported using ace thumb stabilizer on (B)(6) 2012. She experienced many red, small bumps on left hand, palm and the back of hand, the bumps were in the shape of the product. Started itching 45 mins after using ace thumb stabilizer 209625. The little bumps turned into one large blister. Did not take the product off because she was feeling relief of the tendonitis. Took the product off the next day (on (B)(6) 2012) approx 12 hours later. Caller spent two days at the emergency room and was admitted to the hospital for ten days. Went to the doctor on (B)(6) 2012. She was using the product while working and using for tendonitis. Got out of the hospital on (B)(6) 2012. In the hospital used IV antibiotics. Doctor (specific name not provided) prescribed four different medications including antibiotics. (Did not have specific names of medications with her). Finished the antibiotics yesterday, which was (B)(6) 2012. The area is getting better. There is still scabs. Customer would not state the reason she was hospitalized.

Manufacturer narrative:
Product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn.